Event description:
On 11/25/2009, stryker pvg reviewed an article in the literature of reports of non-union and infection in pts who received rhbmp-7 as part of a study (application of rhbmp-7 and platelet-rich plasma in the treatment of long bone non-unions: a prospective randomised clinical study on 120 pts), published in injury, int j care injured (2008) 39, 1391-1402. The article stated that four pts who received rhbmp-7 failed to progress to union and some pts experienced infections (nos). No add'l details were provided. Further info has been requested from the authors regarding details of these pts and adverse events experienced. This initial MDR is being submitted as an aggregate report until further info is received.